Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to stable angina. The 70% stenosed and 20mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement using a 3.0x20mm promus element stent, resulting in 0% residual stenosis following post-dilation. Prior to discharge, the patient experienced an elevated troponin mi. The patient did not experience ischemic symptoms, there was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. No action was taken to treat this event and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).